Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Complaint was re-opened following the reception of new data for analysis. Please refer to the attached analysis report. 2 previous emdr regarding this complaint was sent in 2018 with the MFR report number : 1000165971-2018-00018. Since 2018, our electronic tool to submit emdr was changed, so I was unable to sent this e-MDR followup 2 with the initial MFR report number.

Event description:
It was reportedly impossible to interrogate the device with two different programmers on (B)(6) 2017. Moreover, an ECG showed that the patient had spontaneous rhythm around 40 bpm whereas the device was programmed in dddr mode with a basic rate set to 55 min-1. Last follow-up had been performed on (B)(6) 2017; the device was already upgraded to the embedded software version platinium v2.4.2 at that time. The patient reported that he felt a shock during a shower after a very high fever last summer. The device was explanted on (B)(6) 2017.